Manufacturer narrative:
(B)(4). Date sent: 9/9/2024 d4: batch # 434c35 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The device opened and closed without any difficulties noted. No malformed staples were observed. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the distal channel retainer is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 434c35, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Some unformed staples how was the bleeding controlled? Restapled how much blood was lost (ml)? Unknown did the patient require a transfusion? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Liver had undergone embolization so the tissue was edematous & thickened when placing the stapler over the tissue it was harder to close, he fired it without issue but on inspection of the staple line there where unformed staples and the staple line was bleeding. He over stapled with another gun. Complex case. He added that he felt it wasn¿t an issue with the stapler, moreso the cartridge stapler selection wasn¿t suitable for the tissue being stapled.

Event description:
It was reported that during a hepatectomy, the device didn¿t work. Procedure was delayed by 5 minutes and completed successfully. No patient consequences were reported.